Manufacturer narrative:
B3: event date unknown; d4: UDI number unavailable; g4: 510k number unavailable. E1: phone (B)(6) one device was returned for evaluation. Visual inspection the device slightly worn, front and rear housing damaged, and battery door damaged. Event history log confirmed ¿high pressure¿ alarm and ¿no disposable¿ alarm occurred. Functional testing could not replicate the reported issue; the pump¿s downstream occlusion (dso) sensor was tested and found to be functioning properly. The root cause was undetermined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a constant overpressure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.